Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested with a cloudy bag. Treatment for the peritonitis was not reported. The patient recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of the onset of peritonitis was unknown, however, the patient was diagnosed in (B)(6) 2013. The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.